Event description:
The ICU experienced several episodes of the hypothermia blankets leaking. Most of the blankets were the top blankets some were bottom blankets. The leak was large on some of the episodes resulting in the whole bed being changed. Health professional's impression: the nurses feel it was a defect in the blanket. MFR response for kit, hypothermia blanket, kool kit: MFR felt this was user error but there has been no rhyme or reason to the blankets springing a leak. It has been the vest both top and bottom as well as the blanket. It has been at all different times, when initiating, midway through and at the end. Blankets should last 68-72 hours but are lasting anywhere from 12-48 hours. The nurses had an in service by the rep, so they know how to use the device. (B)(4).

Manufacturer narrative:
We have requested and not received the blankets from the stamford hospital. As soon as the blankets are received, an eval will be performed and results will be provided to FDA.